Event description:
It was reported that this right ventricular (rv) lead exhibited dislodgement, which was confirmed by fluoroscopy. The lead pulled back into the atrium, and atrial arrhythmia was detected. As a result, the patient received two shocks and requested lead removal. The field clinical representative attempted to discussed lead revision, but the patient declined. This rv lead was surgically explanted, and no new lead was implanted. Medication was administered. No additional adverse patient effects were reported.